Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a normal follow up it was noticed this pacemaker exhibited changes in the battery longevity. Data was sent to boston scientific technical services (ts) for their review. This pacemaker was successfully explanted and replace. No additional adverse patient effects were reported. The device was return for analysis.

Event description:
It was reported that during a normal follow up it was noticed this pacemaker exhibited changes in the battery longevity. Data was sent to boston scientific technical services (ts) for their review. This pacemaker was successfully explanted and replace. No additional adverse patient effects were reported.the device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a normal follow up it was noticed this pacemaker exhibited changes in the battery longevity. Data was sent to boston scientific technical services (ts) for their review. At this time, this pacemaker remains in service. No adverse patient effects were reported.